Event description:
During an abdominal CT study, an extravasation occurred. The injection was stopped when the technician saw the extravasation. Patient complained of pain and was treated with benadryl and solumedrol. Folllow-up the next day with the patient and the patient was doing fine.